Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00949 for a second device used in the same case.

Event description:
According to the reporter: occurred during an inguinal hernia repair procedure. The balloon (syringe part) was not expanding properly during the procedure. A new one was used to correct the condition. There was no patient involvement.